Manufacturer narrative:
The suspect device is expected to return. A follow up will be submitted when the evaluation is complete.

Event description:
The physician alleges that during a diagnostic peripheral angiography procedure, the catheter tip detached within the patients right superficial femoral artery. The physician used a vascular snare to successfully retrieve the catheter tip from the patient. A second catheter was used to finish the procedure with no further injury to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.